Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, "ran for 30 minutes and then stopped with a message saying it needed to be serviced", which was clarified as system error 345 during evaluation. The reported symptom was not reproduced during evaluation but confirmed during a review of the device event history log by the presence of multiple system error 345 occurrences recorded in the event history log. The cause was determined to be a failing upstream sensor. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump was running an infusion on a patient during therapy for 30 minutes and then stopped with a message saying it needed to be serviced in the medical surgical care area (medication, programmed amount, and delivery rate unknown). All the information regarding the patient and event reported to baxter by the customer has been reflected in this report. The symptom was clarified as system error 345 during evaluation.